Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose ranged from 163 to 200 mg/dl. Reportedly, the customer was using fiasp insulin. Tandem technical support educated the customer regarding insulin labeling. Multiple supply changes were performed to address the occlusion alarms.